Manufacturer narrative:
The device was not returned for analysis. A review of the electronic lot history record (elhr) database for this lot revealed no nonconforming material records. The reported patient effect of thrombosis is listed in the supera instructions for use as a known potential patient effect associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2020 a 6.0x150mm supera stent was implanted in the right superficial femoral artery after being pre-dilated. Then on (B)(6) 2020, the patient was re-hospitalized. Via angiography, thrombosis was confirmed. Atherectomy was performed and placement of another 6x150mm supera stent was done. There was no adverse patient sequela and no clinically significant delay. It was confirmed that the patient was not symptomatic. There was no patient sequela and no clinically significant delay. No additional information was provided.